Event description:
Per the clinic, the device was explanted (B)(6), 2013 due to infection.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
(B)(6). This report is filed on 18 apr 2014.